Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the sample noted leakage at the fill port, when the fill port cap was removed. Further examination revealed the cause of the backflow condition was due to gray particles located between the check band and stress member. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leaked. This occurred when the device was being filled. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The initial evaluation confirmed the reported condition. It was determined that the particles that caused the leak were related to user technique. Should additional relevant information become available, a supplemental report will be submitted.